Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. The edwards commander delivery system was returned for evaluation. The returned device was visually inspected, and the following was observed: balloon burst longitudinally and radial tear. No balloon material missing. No work order information was provided with the complaint; therefore, a device history record (DHR) review was unable to be conducted. The latest revisions in accordance with occurrence date of the event were reviewed since no lot number was provided for the delivery system as they are the most relevant and representative of manufacturing steps. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. Dimensional inspection revealed single wall thickness of the balloon around the burst was taken as a thin wall can contribute to a burst. All measurements taken along the edge of the burst balloon met specification. Imagery was provided by the site and revealed the following: patient's annulus and leaflets showing calcification. The instructions for use (IFU) for commander delivery system with sapien 3 ultra (s3u), device preparation , and device training manuals were reviewed. Per precautions, to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Carefully remove the distal balloon cover from the delivery system. If delivery system balloon bursts or leaks during deployment without transcatheter heart valve (thv) embolization, do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position, check for paravalvular leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) for the commander delivery system (all models and sizes) was performed. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors: calcification, procedural factors: rapid balloon inflation. A definite root cause was unable to be determined. Since no edwards defect was identified, no corrective or preventative action (CAPA) is required. A balloon burst is identified in the commander delivery system risk management as a potential cause that may lead to difficulty or inability to withdraw delivery system. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. The risk of balloon bursts and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to deploy thv. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with balloon burst. Therefore, the review of risk management file is complete, and no further action is required. The complaint for "general risks - failure - balloon burst" was able to be confirmed through the visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the complaint history review and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU and training manuals revealed no deficiencies. As reported and provided with imagery, "some annular calcium present and calcium present in the stj" the presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, as mentioned "I think we could have been a little aggressive during inflation of the final cc's" it is possible that the rapid inflation of the balloon may have exacerbate the reported event. Available information suggests that patient factors (calcification) and procedural factors (rapid balloon inflation) may have contributed to the reported event. The complaint for "general risks - failure - balloon burst" was confirmed. However, no manufacturing nonconformance was identified during the evaluation. Available information suggests that patient (calcification) and procedural factors (rapid balloon inflation) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transaortic valve replacement procedure, the 26mm sapien 3 valve was deployed with nominal volume and appeared to be fully deployed when the balloon rupture occurred. There was no report of intervention needed. The patient was reported to be in good condition.